Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months later, computerized tomography-abdomen/pelvis without contrast was performed which showed at 3 o'clock 5.40 mm, at 6 o'clock 3.80 mm and at 2:30 o'clock 3.80 mm grade 2 perforations. Anterior tilt 11.16 degrees and 11.98 degrees right sided tilt was noted. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately ten years and four months post filter deployment, a computed tomography (CT) scan revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.